Event description:
Additional information received that this product did not contribute to the issue and was inadvertently reported on previously.

Manufacturer narrative:
Corrected data b5: this device is not related to this patient nor this event and was inadvertently reported on previously. There are no allegations against this device.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted. No new products were implanted.